Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was evaluated by the manufacturer at the customer site. The reported event could not be duplicated by medtronic personnel. Medtronic representative couldn't reproduce the issue and he suspected the unit was left on, which resulted in the batteries not charging properly. The site often uses e-stop when the system is not in use and they have been told several times to discontinue this practice as it does not properly charge the batteries. They have been instructed to power down both the system and the mobile view station (mvs) and charge it in between cases. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that after charging for a long time, when it is unplugged, the imaging system generator shows fully charged, but the motor batteries show completely empty. There was no patient present when this issue was identified.